Event description:
The user facility reported a 57-year-old male patient in st-elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the patient support had no dopplerable pulses on the impella side and faint on the left leg. The impella cp was removed, and the patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into limb ischemia ¿ reversible issue has been completed since the original report was filed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.